Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a pentaray nav and the patient experienced st segment elevation / air embolism that required contrast injection through the left anterior descending artery (lad) to dissolve the bubble. When the pentaray catheter was introduced in the left atrium (la) through the transeptal puncture (fastcath sheath (abbott)), the patient experienced an elevation of the st segment. An air bubble entered the la obstructing the lad. The issue was resolved after injecting contrast to the lad (contrast injection dissolved the air bubble). The physician thinks the problem was in the irrigation system, but he wants the pentaray nav to be checked. Patient fully recovered, however, required extended hospitalization for observation of the patient's evolution. The physician's opinion on the cause of the adverse event was the procedure.

Manufacturer narrative:
On (B)(6) 2024, additional information was received indicating the pentaray catheter was irrigated using a manual (inflated) pump. Device evaluation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, deflection, electrical, or irrigation obstruction issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. The physician's opinion on the cause of the adverse event was the procedure. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Note: the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).